Event description:
The customer reports there was a particle floating inside a 6 ml syringe.

Manufacturer narrative:
Additional information: unique identifier added. Evaluation summary. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. One sample without original packaging was received for evaluation. After performing inspection per procedure, the issue was observed. Particulate was found inside of the syringe. The reported condition has been confirmed. The syringe included in the tray is manufactured by an external supplier and the assembly process at this site consists of a pick and place operation. The condition reported is not generated during this site¿s manufacturing process, so a complaint notification was sent to the supplier to initiate the investigation of the root cause. A formal investigation was opened in order to determine the root cause and implement the appropriated corrective actions through a corrective and preventative action (CAPA).